Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken/ceramic sleeve. Broken pieces are missing as a result of breakage. Size of missing piece is approximately .1255¿ x .0730¿. The instrument was found to have a frayed pitch cable at the distal end. The instrument was found to have mechanical indentations/burrs at the proximal clevis. The instrument was found to have a scratched yaw pulley. One side of the yaw pulley had several scratches.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook insulator tip became a bit loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr said that the instrument / accessory was inspected prior to use and no damage was noted. The arcing was not observed. The instrument tips did not collide with any other instrument or tool during procedure. No loose cable was noted. The patient weight and gender were provided.